Event description:
Boston scientific received information that upon interrogation it was noted that the data for the last device check was not displayed. Boston scientific technical services (ts) was consulted and suggested performing a disk analysis. A disk of the device's memory was sent in for review. It was noted that the patient was undergoing radiation treatment. Engineer analysis found that the device had undergone a reset with error codes and concluded that it is likely that radiation therapy induced these errors. The faults and errors resulted in the device clearing electrograms and intervals from the therapy history, as well as the right atrial (ra) and right ventricular (rv) measurements. Detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that control episode data. Engineering noted that without intervention, the device will eventually enter a no output state. To resolve the electrogram error, the patient triggered monitor (ptm) feature was toggled on and then off again and the interval information was cleared by programming the atrial tachycardia response (atr) storage percentage to a value of 50 percent. After the suggested troubleshooting techniques were performed, another data disk was sent in for review. Engineering confirmed that they were successful at clearing the electrogram information and interval information from memory. Engineering analysis did note that there was still a latent error within the interval linked list structure that may lead to a future reset. If this occurs another analysis of device memory will be needed to be conducted to determine if further intervention will be required. No additional adverse patient effects were reported and the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.